Event description:
Reporter alleged blood glucose measured 98 mg/dl at 6:26 pm, 220 mg/dl at 6:22 pm, and 449 mg/dl at 6:20 pm. No treatment was reportedly received as a result, however, customer stated eating food when felt low as well as called the doctor. A request was made for the return of the suspect product and replacement product was sent.